Event description:
Dealer advised enduser stated unit alarming with low o2. Unit sent back previously on (B)(4) for low o2. Dealer advised unit traded out for end user. Dealer could not provide any further information, (B)(4).